Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer's high blood glucose level at the time of incident was 496 mg/dl. Customer experienced symptoms of diabetic ketoacidosis. Customer did allege that insulin pump was under delivering. Customer was using auto mode. The customer was asked to change the insulin, reservoir and infusion set. The insulin pump will not be returned for analysis.